Manufacturer narrative:
H10: acist's medical advisory board reviewed a copy of the cine-angiogram and information received from the user facility from the event: the images describe a coronary angio that included standard films of a left coronary circulation that was unremarkable. On the first angio image of the right coronary artery, there are two small bubbles injected during filming. The air bubbles are of a size that are not associated with myocardial injury or adverse outcomes for the patient. In this film, the coronary flow appears normal during the injection that shows the bubbles as well as in the next image of the right coronary artery. Given the fact that the air was seen on the first image of the right coronary artery, inadequate evacuation of the catheter or the connecting system prior to the angio is a common cause of air injection at this time in the procedure. This report is considered closed

Manufacturer narrative:
The acist angiographic injection system, model cvi, system serial number (B)(4), was received at acist for evaluation on february 15, 2021. The injection system was functionally tested and met the pre-established specifications. There was no evidence of device malfunction related to the reported event. The instructions for use have been reviewed and no inadequacies were identified regarding warnings, contraindications, and the directions/conditions for the use of the device. Based on the testing and evaluation of the cvi injection system, there was no evidence of device malfunction related to this event. The consumables used during the event were discarded and the lot numbers are unknown. A clinical evaluation of the cine-angiograms will be included in a follow-up report.

Event description:
It was reported that an air injection occurred in the right coronary artery of the patient. The patient experienced st-segment elevation for a duration of a few seconds and abnormal heart rhythm. The patient was in stable condition after the event.